Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the two left ventricular (lv) epicardial leads exhibited high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.